Event description:
Customer reportedly received results of 1.2 mmol/l on compact plus system 1 and 7.6 mmol/l on compact plus system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer no longer has the test strips.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 1 (lot number and expiration unknown). Customer did not provide product information for system 2. Will not be returned to manufacturer.